Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post paced t wave oversensing on the ventricular channel was observed. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.